Event description:
Information was received indicating that the cadd legacy pump exhibited a "no disposable, clamp tubing" alarm. It was reported that troubleshooting and using the backup pump did not resolve the alarm. It is unknown if there were any adverse effects. Per reporter no further details were provided.